Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation and the complaint was not confirmed. The issue was unable to be reproduced; however, the possibility of there being no display at the customer facility could not be ruled out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the high definition 3cmos autoclavable camera head image was distorted, became a sandstorm and was not displayed. The issue was found during a therapeutic procedure. The procedure as completed using the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be presumed. Olympus will continue to monitor field performance for this device.